Event description:
On (B)(6) 2025 a patient was taken to complete a MRI procedure.  The section of the non-MRI-conditional cabling labeled "mr unsafe" attached to rhythmlink part number mrqd309040915 was not disconnected as required by the instructions for use and remained attached to the patient during the MRI, resulting in two burns from the non-MRI conditional cabling.